Event description:
Customer reported a piece of her insulin pump broke off and now she cannot attach the device to her belt clip. There is a crack near the battery compartment on the inside. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.